Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Noted blood and body fluids in the lumen. The setscrew marked were in the correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Cuts were noted in insulation which was likely due to explant damage. A stylet insertion test passed indicating no blockage in the lumen. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.